Event description:
The customer reported to olympus that the olympus asset, a evis lucera ultrasound gastrovideoscope, had a tip probe fixing screw with the adhesive peeled off. During routine inspection of the device by olympus, the light guide lens with a foreign material was identified. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found insufficient adhesive in the screw holes on the distal end and the light guide lens had a foreign material. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a crack; the connecting tube and the suction connector had a scratch; the paint on the air/water-cylinder was peeled; the acoustic lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material and stain was insufficient cleaning. Stain entered inside the lens through the gap of adhesive. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.